Event description:
Patient who had transobturator suburethral sling placed approximately 4 years ago was hospitalized recently for surgical excision of a small area of mesh exposure that had eroded into the left vaginal sulcus. Previous surgery was not done at this hospital; therefore can't identify the implant manufacturer. Patient had symptoms of urgency and recurrent stress incontinence and presented for surgical replacement of suburethral sling. Patient had 1 cm area of mesh exposure in vaginal sulcus. The suburethral sling was removed and replaced with a curved transvaginal sling. Patient had no post-op complications and was discharged to home the same day. Piece of mesh that was excised was photographed and retained by the hospital.